Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level had been in the 300-500 mg/dl range with a high of 560 mg/dl. The customer changed the cartridge and infusion set. A correction bolus was used to address the bg level. Tandem customer technical support (cts) performed a system check and the pump/supplies were functioning as expected. The customer indicated that the pump settings were being adjusted with the healthcare provider. The customer declined any further troubleshooting with cts and would continue to monitor the bg level.